Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found the complete lead was returned in one piece measuring 58.8 cm. External insulation abrasion exposing the outer coil was found at 10.7 cm to 10.9 cm from the connector pin. The outer insulation was noted to be twisted at this region. The insulation abrasion at this region is consistent friction to the device can. Other damages found were consistent with surgical damage.

Event description:
This report is to advise of an event observed during analysis.